Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
According to the available information, though not verified, according to the available information the inflatable penile prosthesis was implanted on (B)(6) 2018 and removed/replaced on (B)(6) 2020 due to migration. Additional information received from the territory manager indicated that the reservoir was in the scrotum. A touch pump, two cylinders and reservoir were received for evaluation. As examination of the device may not conclusively confirm or disprove the report of migration quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformance's and capas revealed no trends for this lot.